Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused total parenteral nutrition(tpn) during patient infusion. This was further described as "the IV nutrition is running faster than intended. Tpn ran out 30-60 minutes early (based on I/os and rn report)". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.